Event description:
The assistant head of theatre, reports via our sales rep, that white plastic materials from the screw rack can be found on the threads of the screws. He further reports that the longer screws have more white plastic material than the shorter screws.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.